Event description:
It was reported that during a hysterectomy video laparoscopic procedure, the device's jaw got stuck with the tissue. Besides, the doctor noticed that a rod got out from the defective jaw. After some tries, the doctor could remove the device from the patient with no serious injuries. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was received with the electrode and active rod missing. The ceramic is not damaged and is securely bonded to the bottom jaw. Before the detaching of the electrode from the jaw assembly it was possible that the jaw had difficulty opening and closing. Due to the condition of the returned instrument, rf power delivery from the generator is not possible. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.